Manufacturer narrative:
The lvad is currently supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced an increase in pump power and flow when the patient was not on anticoagulation medication. The patient is hiv positive and has experienced a pump pocket bleed, therefore, anticoagulation medication was initially held. Argatroban was initiated a few days later and an echo was performed and did not reveal inlet or outlet obstruction, or any other abnormalities. Anticoagulation medication was started and a chest CT was performed. Waveforms and log files were sent to manufacturer. The log file revealed elevated power and flow readings. Additional information received on april 14, 2009 states that the patient remains ongoing with no further issues.